Event description:
The patient had a double lumen power PICC (4 fr) placed at interventional radiology (ir) 3 weeks ago. The patient was referred to ir for PICC replacement and got PICC replaced. One lumen of the double lumen (dl) PICC was completely broken and the second lumen of the dl PICC was leaking. I gave the defective PICC to our ir tech supervisor and to submit a product safety report.

Event description:
The patient had a double lumen power PICC (4 fr) placed at interventional radiology (ir) 3 weeks ago. The patient was referred to ir for PICC replacement and got PICC replaced. One lumen of the double lumen (dl) PICC was completely broken and the second lumen of the dl PICC was leaking. I gave the defective PICC to our ir tech supervisor and to submit a product safety report.